Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. Direction for use dfu-0362-eo revision 4 self-punching, pushlock and swivelock, suture anchors. G. Precautions: 3. Pushlock only: insert the driver until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 4. Swivelock only: during anchor insertion, ensure that the angle of the anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock only: ensure that the anchor body is in full contact with the bone before advancing the anchor body. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/28/2025, a sales representative reported that during a cuffmend procedure, an ar-1926bcsp biocomposite pushlock anchor experienced an issue. After pre-punching the pilot hole, the surgeon encountered moderate resistance while inserting the anchor, not excessive. Using proper technique, the anchor was malleted along a trajectory similar to the punch, but the anchor body sheared vertically in half. The surgeon successfully removed all fragments and completed the case using another ar-1926bcsp biocomposite pushlock anchor in a different pilot hole. The case was delayed by approximately two minutes, and no patient harm was reported. Additional information was received on 12/04/2025: this occurred on (B)(6) 2025 for a rotator cuff repair procedure. The bone was assessed as normal, and it is uncertain if additional anesthesia was administered. No photos were taken of the event.